Manufacturer narrative:
The returned instrument was examined; linkage on distal jaw end was torn; a small (.05 mm) hinge cap came off the instrument. The condition of the instrument is consistent with damage caused by stress overload.

Event description:
The doctor was performing a lap chole procedure and when he ratched instrument a small hinge cap broke off into patient. The doctor retrieved the piece, replaced the instrument and completed the procedure. There was no injury to the patient.